Event description:
Information received by medtronic indicated that the display of the insulin pump was blank and also customer experienced high blood glucose. Blood glucose value at the time of incident is 569mg/dl. Customer declined to troubleshoot for high blood glucose. The customer had gone to pool prior to the incident of blank display. No other harm requiring medical intervention was reported. The troubleshooting was performed. The customer had discontinue to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient returned device for an alleged blank display observed on october 03, 2022. Allegation to high blood glucose noted. Device received with a flashing medtronic logo. Reset the device three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Device was cut open to perform visual inspection and found moisture damage on the [electrical board 1 / electrical board 2 / force sensor/motor]. Unable to download device history and trace files using thump due to flashing medtronic logo. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display not confirmed. Flashing medtronic logo confirmed due to severe corroded electronic assemblies. Unable to download history files and traces confirmed. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 13-dec-2022.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. No further complications were reported. The insulin pump was returned for the analysis. Frn-mmt-332-rsvr, mmt-876a- unomed set.

Manufacturer narrative:
Retainer ring = black. Device case type: ngp patient returned device for an alleged blank display observed on (B)(6) 2022. Allegation to high blood glucose noted. Device received with a flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Device was cut open to perform visual inspection and found moisture damage on the [electrical board 1na d2/ force sensor/motor]. Unable to download pump's history and trace files using thump due to flashing medtronic logo. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display not confirmed. Flashing medtronic logo confirmed due to severe corroded electronic assemblies. Unable to download history files and traces confirmed. Unable to verify customer alleged for high blood glucose medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.